Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been delivering multiple boluses as it was thought that the boluses were being partially delivered. As a result the insulin was stacked and the customer's blood glucose (bg) dropped to 13 mg/dl. The customer was transported to the emergency room (ER) and was treated with intravenous/oral carbohydrates. A chest x-ray and electrocardiogram were performed. The customer was not admitted to the hospital. Upon leaving the ER, the non-tandem cannula was removed and was found to be kinked. The customer's bg was over 300 mg/dl due to the pump being removed and the carbohydrates that were administered while in the ER. The customer changed the pump supplies and resumed pump therapy. The customer was in stable condition.